Manufacturer narrative:
Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 42.5 cm to 42.8cm from the distal tip consistent with lead friction to the can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.